Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During a cryoablation procedure, there was a leak from the valve of the flexcath steerable sheath. No adverse event occurred.